Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: f/g,promus element,mr,ous 3.00x16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage. The 3 most proximal stent struts were distorted. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a kink in the mid-shaft section 2mm proximal to the port entry site. The bi-component bond showed no signs of damage or strain. A visual examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-jan-2017. It was reported that crossing difficulties were encountered. A 3.00x16mm promus element ¿ drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was complete with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.